Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, there was a capsule rupture. He further stated that there have been three other cases in which this occurred. In a f/u, the nurse reported the surgeon feels the lenses are "sticky" and have a more square, sharper edge and feels they are "dragging across the capsule." She reported that, in all cases, the pts were over 70 years old and it was the second eye for each event. Additional information has been requested. There are two medical device reports associated with this event. This report is for the three unidentified cases.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional information was requested on 12/02/2010 and 12/08/2010 by phone, fax, and mail. Additional information was obtained by phone on 12/08/2010. A completed questionnaire has not been rec'd. (B)(4).